Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. Per EU regulation (B)(4)(general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: exact date is unknown/not provided. The surgeon was speaking in general and did not refer to specific incidents, but said he had noticed the issue over the past year. Lot #: the lot number for the cartridges is unknown-not provided, as the surgeon was not speaking about a specific instance. Expiration date: unknown as product lot number was not provided. UDI number: the UDI number is unknown as product lot number was not provided. If implanted, give date: n/a (not applicable). The cartridge is not an implantable device. If explanted, give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Phone number: (B)(6). The device has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. As the lot number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the lot number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor has been noticing grinding marks on the ar40e intraocular lenses (iols). The doctor explained that he has been observing the same phenomena (iol scratches or scratch like observations) for almost 1 year now and the issue has not been resolved. No harms/injuries associated to the observation were reported. No specific incidents were reported, only a general observation. The doctor reiterated that the phenomena is observed on slit lamp but not at surgical microscope. No further information was reported. This report pertains to one of the reported events. Separate reports will be submitted for other reported events.